Event description:
Pt had initial breast implantation in 1979. These were replaced in 1980 due to contracture. These were replaced in 1984 due to rupture. Mcghan implants were placed in 1984. Pt's symptoms began in 1981 and have progressively worsened. Upon removal right implant intact. Left implant with loss of saline lumen. Implants not replaced.